Manufacturer narrative:
Model number / catalog number: 72404127, serial number null batch / lot number: 855165005, model / catalog description: control pump fgs iz. Model number / catalog number: 72400024, serial number null batch / lot number: 845824008, model / catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence due to atrophy with a five year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient status was said to be pending. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there were no device malfunction associated with the explanted aus. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.